Manufacturer narrative:
A philips field service engineer evaluated the defibrillator. The reported symptom could not be reproduced. The defibrillator passed all testing. We are considering this a user error where the customer did not switch to fixed mode pacing when the ECG signal was inadequate for demand mode pacing. There was no malfunction of the device.

Event description:
This customer reported an inability to pace a pt. There was no impact to the involved pt.